Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E1: telephone number: requested, unknown. G4: 510k: k033913. The returned devices were a progreat catheter (actual catheter) and an integrated guidewire (actual guidewire). They had been stuck each other. Appearance confirmation [actual catheter] the integrated guidewire was observed along approx.990 mm from the distal end to the anti-kink protector. No anomalies such as kink or crush were found in other parts. The reinforcing coil had been jumbled and obstruction of foreign matters were observed inside the anti-kink protector. No anomaly such as foreign matter was found in the lumen of the actual catheter at approximately 990mm from the distal end. The anti-kink protector of the actual catheter was disassembled. The catheter had been buckled at the involved part. Obstruction of the black foreign matter was observed in the involved part. The black foreign matter was thought to be the outer layer coat of the guidewire. [Actual guidewire] the outer layer had intermittently peeled off from the vicinity of actual catheter hub to approximately 310 mm from the hub. It had been intermittently abraded from the vicinity of the actual catheter hub to approx. 500mm from the hub. No anomaly such as abrasion was found in other parts. Simulation test a simulation test was conducted in the past. The guidewire was removed forcefully from progreat with it insufficiently primed. As a result, it was buckled in the vicinity of the adhesive part between the hub and the catheter inside the anti-kink protector. Additionally, the outer layer coat peeled off on the surface of the guidewire after it was removed. It was similar to the condition of the actual device. Function confirmation the outer diameter of the actual catheter (normal part): it met the factory's specifications. No anomaly was found. The inner diameter of the actual catheter (normal part): it met the factory's specifications. No anomaly was found. The outer diameter of the actual guidewire (normal part): it met the factory's specification. No anomaly was found. History investigation of the involved product code and lot number no anomaly was found in manufacturing records and shipping inspection records no other similar report was found in the past complaint file. Based on the investigation results, no anomaly was found in the manufacturing record, the shipping inspection record, and dimensions. It was thought that the catheter became buckled since the integrated guidewire was removed with it insufficiently primed, and the guidewire was removed in that state and was abraded, resulting in the peeling of the outer layer coat. Relevant instructions for use (IFU) reference: if any resistance is felt while removing the guide wire, do not remove the guide wire by force. The resistance may indicate insufficient lubricity of the guide wire. Flush the catheter again with heparinized saline solution. If any resistance is felt while removing the guide wire, do not remove the guide wire by force. Drawing back the guide wire against resistance may cause the catheter kink. Carefully remove the guide wire together with the catheter. Prime the catheter and guide wire sufficiently. Manipulation of an insufficiently primed catheter may cause wrinkling, separation of the catheter, and/or abrasion of the hydrophilic coating on the guide wire. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo corporation received the following information: it was reported that the catheter was flushed as per normal practice in the case/hoop. When the scrub nurse attempted to remove the guidewire, significant resistance was encountered. Attempts were made to flush the catheter from both ends to facilitate wire removal; however, the wire could not be removed. The procedure was completed successfully. There was no harm to the patient.